Manufacturer narrative:
This supplemental report is to provide a correction to the previously submitted g3 - date received by manufacturer, which was not late. The correct date was 01/25/2024.

Event description:
The customer reported to olympus that the camera head image was noisy. There were no reports of patient harm associated with the event.

Event description:
The customer reported to olympus that the camera head image was noisy. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and the investigation is ongoing. Follow-up in progress to obtain additional information regarding the event. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide the final investigation results and corrected fields. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The results of reproducing the customer indicated are as follows. It was determined that the device did not meet the device specifications. Image noise (indicated by the customer was reproduced during the inspection of the device by the repair department. Also, the cause was isolated as a cable failure.) -new finding during the inspection of devices in the repair department is as follows: the UDI label is unreadable. A definitive root cause cannot be identified. A device history review was performed, and no issues were noted. It was verified that the device was shipped in conformance within specifications. The instruction manual for the device in question was checked. -the risks/harms reported were listed in the IFU. -it could not be inferred from the present investigation results whether the IFU/label was used in accordance with the label. -the cause of the outbreak could not be determined, so a decision could not be made as to whether the IFU/label needed to be revised. This issue is addressed in the instructions for use (IFU): precautions for using (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the camera head image was noisy. There were no reports of patient harm associated with the event.